Manufacturer narrative:
The manufacturer has initiated an investigation. The request for additional information on the circumstances of the event was issued to the hcp. The investigation is ongoing this is the initial report. Supplemental reports will be submitted upon obtaining additional information.

Event description:
It has been brought to the manufacturer's attention that the hcp has observed a perforation of right eardrum on the removal of the device from patient's ear. The removal was a scheduled visit, wear duration of the device: 75 days. The hcp reports the client is not aware when the perforation occurred, no recent pain is reported.

Manufacturer narrative:
According to the follow up information received from the hcp the perforation of the eardrum was not caused by the device. The patient had no suspicion of there being a perforation present and was surprised when the hcp informed him of it upon lyric removal. The patient reported no pain, loss of hearing or altered sensation in this ear. He has had a perforation due to an unknown cause in this ear in (B)(6) 2021 which healed spontaneously. The patient wasn't voicing any concerns that lyric had caused the perforation. The hcp reviewed the patient on the (B)(6) 2025 and the eardrum had mostly healed over. The hcp's records from the insertion of the device on the (B)(6) 2024 do not point out any discomfort or changes in sensation reported by the patient during the fitting. During the removal procedure (event date 12/02/2025) the patient reported no discomfort during removal. There was no evidence of moisture or suction. There was no blood present and no visible abrasions on the canal walls. With the above information the manufacturer concludes the event is non-reportable as the casual linkage between the use of the device and the eardrum perforation was opinioned unlikely by the hcp. The patient has previous records of eardrum perforation. The symptoms described in this case did not require medical intervention nor medication, the eardrum self-healed. This is the final report.